Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering insulin due to which the customer experienced hyperglycemia. The customer¿s blood glucose value at the time of incident was 18 mmol/l. The customer¿s other relevant blood glucose levels were 19 mmol/l and 9 mmol/l. The customer alleged that the insulin pump was under delivering as the insulin pump did not alarm when the insulin flow was blocked. Troubleshooting was performed and the insulin pump will not return for analysis.